Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are in the process of obtaining further information on the use of fisher & paykel healthcare dual heated breathing circuits with maquet ventilators.

Event description:
We received a complaint from maquet starting that they have an increasing problem with water (rain-out) in the ventilator, when using fisher & paykel healthcare dual heated circuits. Apparently, this problem is especially in the us. They stated that "this has been an issue earlier, but something must have happened when a sudden accelerating problem occurs." They reported that they were aware that condensation takes place where the temperature decreases. They apparently get water in the monitoring of the pressure and flow. No patient consequence reported.